Manufacturer narrative:
The device was returned for the reported fault of red status indicator and memory full message. On receipt of the device the device failed to power on or connect to the pc and the status indicator was observed flashing red as per the reported fault. The fault was traced back to a failure of the supply monitor u22. Failure of this component had resulted in the reset pin of the microcontroller, u25, being tied to ground and therefore the device was unable to boot up correctly. The faults could not be replicated when u22 was replaced. The device successfully passed final unit test on the (B)(6) 2015. The device memory was downloaded and showed no log entries after despatch from heartsine. Furthermore, after replacing u22, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Additionally, all self-tests were successfully recorded during this testing, indicating no fault with the device memory. Therefore, it is assumed that u22 failed after despatch from heartsine and the user returned the device as it was failing to power on. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Red light flashes and message says memory full. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Red light flashes and message says memory full. No patient involved.